Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer not able to rewind the insulin pump. Customer stated was getting reservoir error. Advised to clear the alarm and got battery out limit. Customer stated he was in the hospital and was calling for assistance to get battery back on the insulin pump. No further information provided.